Manufacturer narrative:
H6: investigation summary: a physical sample was not available for investigation but bd was provided with two photos of the issue for evaluation. A review of the device history record was performed for the reported lot, 9361361, and no quality issues were found during production. Our quality engineer reviewed the provided photos and observed that the needle had pierced through the catheter tubing. Based off the provided photos the engineer was able to verify the reported defect. Unfortunately, without a physical sample a definitive root cause could not be determined. However, due to the presence of media observed in the catheter tip it was unlikely that this was a manufacturing defect as the device would have been difficult to use if received in this condition. The manufacturing facility has been notified of this incident and the findings.

Event description:
It was reported that the needle pierced through the bd insyte¿ autoguard¿ shielded IV catheter tip during the puncture. The following information was provided by the initial reporter, translated from spanish to english: "at the time of performing the puncture in the passage of the catheter, the patient reported intense pain, at the moment of withdrawing it, a broken catheter tip was observed."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle pierced through the bd insyte¿ autoguard¿ shielded IV catheter tip during the puncture. The following information was provided by the initial reporter, translated from (B)(6) to english: "at the time of performing the puncture in the passage of the catheter, the patient reported intense pain, at the moment of withdrawing it, a broken catheter tip was observed."